Manufacturer narrative:
D1: correct brand name: gastrointestinal videoscope. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects on the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the nozzle.; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. The customer reprocessing method for the foreign material residue point did not deviate from the instruction manual. No physical damage to the device was confirmed where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions operation manual for gastrointestinal videoscope, gif-lv1, and colonovideoscope, cf-lv1l, cf-lv1i chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions reprocessing manual for gastrointestinal videoscope, gif-lv1, and colonovideoscope, cf-lv1l, cf-lv1i chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.